Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The service representative also noted the ventilator would not cycle due to a faulty vent engine. The chassis framework and vent engine were replaced. The unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a leak because the top panel would not latch. There was no report of patient involvement.